Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation, and the lot number was not able to be obtained to date. Distribution records were reviewed to identify potential lots of this product shipped to the customer over the past 3 months. The entire set of lots have been sold and distributed. Batch records for the lots identified were reviewed and confirmed there were no deviations or non-conformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.

Event description:
A peritoneal dialysis (pd) patient reported she had to disconnect and discontinue her peritoneal dialysis treatment due to a patient line is blocked message and that some fluid got on the cycler. The patient said that she did not have the cassette information available anymore. The patient said that the patient line is blocked message occurred in fill 1 and was unable to provide more information regarding fill 1. Follow-up was made with the pd patient's clinic registered nurse (rn), who stated the patient had contacted her primary pdrn regarding the fluid leak occurrence and confirmed there was no issue with overfill and no injury occurred. Per pdrn the patient came into the clinic on saturday ((B)(6) 2017) to discuss the issue and stated no prophylactic medication was provided and the patient did not require any medical intervention or additional treatment as a result of the reported fluid leak. Per pdrn the patient was trained on performing stat drains as well as manual peritoneal dialysis therapy if needed and stated the patient reverted to continuous ambulatory peritoneal dialysis (capd) therapy to complete treatment. Per pdrn the samples were discarded and were no longer available for evaluation. The disposable lot number was unknown.